Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath that was separated into three pieces. The sheath body was broken along the score lines and one of tabs has separated from its half of the body, creating the third piece. A piece of the sheath body was missing from the proximal end and approx. 3-4 mm of sheath body was attached to the separated tab. Microscopic examination confirmed that the sheath body was torn just below the hub. Both broken edges were stretched and jagged. A device history record review was performed on the peel-away sheath with no relevant findings. It appears that operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was being placed into the patient's right basilic vein in the radiology department. During a guide wire exchange, the sheath tab snapped off when removing the sheath away from the catheter. The remainder of the sheath was carefully removed from the patient. There was a delay in treatment with no patient harm and no patient death or complications reported.